Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('pain: body says get these out, just do it.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), mental impairment ("unclear thinking"), arthralgia ("joints hurt"), abdominal distension ("gut: bloating"), abdominal pain ("gut: belly pain"), rash ("weird skin rashes"), pain of skin ("skin pain"), alopecia ("hair falling out") and toothache ("teeth hurt"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pain, mental impairment, arthralgia, abdominal distension, abdominal pain, rash, pain of skin, alopecia and toothache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, mental impairment, pain, pain of skin, rash and toothache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('pain: body says get these out, just do it.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), mental impairment ("unclear thinking"), arthralgia ("joints hurt"), abdominal distension ("gut: bloating"), abdominal pain ("gut: belly pain"), rash ("weird skin rashes"), pain of skin ("skin pain"), alopecia ("hair falling out") and toothache ("teeth hurt"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pain, mental impairment, arthralgia, abdominal distension, abdominal pain, rash, pain of skin, alopecia and toothache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, mental impairment, pain, pain of skin, rash and toothache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.